Event description:
Male patient has a history of atrial septal defect/ventricular septal defect with repair 4 years ago and has an internal pacemaker. He is on digoxin and atenolol. He was last seen at physician office early last month with a diagnosis of otitis media and was prescribed an oral antibiotic. He was rechecked at a different facility 10 days later for ear pain. An antibiotic injection was given with directions to seek follow-up the next day for an ear recheck and second antibiotic injection. Patient seen and assessed by md as directed; otitis media resolved. Pt was not given antibiotic injection was discharged home to parents. Upon triage and initial assessment and triage by rn, child's hr was found to be 48. The remainder of his vital signs were stable including an o2 saturation of 98%. Process continued and patient was seen in the order of arrival.